Event description:
Related manufacturer reference number: 2017865-2023-38148. It was reported that a patient presented in-clinic. Upon interrogation, it was noted that the left ventricular lead lost capture and right ventricular lead exhibited high capture thresholds and high defibrillation impedance. X-ray imaging confirmed dislodgements on both leads. Both leads were explanted on (B)(6) 2023. A new rv lead were replaced, and no lv lead was placed due to patient anatomy. The patient was stable throughout.